Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 and h6 medical device problem code. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The log shows that the device was prompting for low battery for several months, therefore the complaint is closed as unaddressed/advisory message. However, the device was put through extensive testing including on/off current testing, bench handling, power cycling, and functional stress testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device's display flickers and would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's display flickers. Complainant indicated that there was no patient involvement in the reported malfunction.